Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels; values were not provided. Low bg causes were not known. The customer's husband provided assistance and the customer consumed carbohydrates and juice to address bg. Reportedly, the customer was dazed due to the low bg event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.